Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck on the artery. A rotablator burr was used to treat the target lesion. During the procedure, it was noted that the burr was stuck in the artery and the patient was injured. The patient was then sent to surgery.